Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal event for an unknown reason.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.